Event description:
Omron healthcare, inc. 300 lakeview pkwy, vernon hills, il 60061. We received on 2/19/96 notification of a medwatch claim #mw4001062 regarding one of our blood pressure units. Without more specific info regarding the model number of the item in question or the name of the complainant it is not possible to scan our complaint or repair database to locate and review the history of this device. Nevertheless we have entered this complaint on our complaint database noting the FDA and complaint number (4001061) as a reference for any future contact in this regard.